Manufacturer narrative:
Concomitant medical products: product ID: vedr01 ipg, implanted on: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, high impedance and no capture.  No patient complications have been reported as a result of this event.